Event description:
It was reported that the home patient was connected during priming. The home patient had completed therapy, then cycled power and had gone back through priming with the patient connected. The technical service representative (tsr) helped the home patient end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a use error, where the patient was connected to the patient line prior to priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.